Manufacturer narrative:
Product analysis the reported endoleak could not be confirmed on the pre-implant CT report received; therefore, the cause of the event could not be fully determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is possible that the angulation noted in the proximal neck may have been a factor in the occurrence of the proximal endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6 evaluation conclusion code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted in the patient for the endovascular treatment of a 70mm aaa . It was reported the patient had an elevated haematocrit post op of index procedure and a cta was performed 2 days post procedure to determine if there was a bleed. The images showed no evidence of bleed, however a type ia endoleak and a suspected type ib (from the left side) were observed on CT. An angiogram was performed 4 days later where a type ib was ruled out but the type ia was confirmed, it was reported there was approximately 1cm below the lowest renal artery on the left and the top of the fabric of the endurant bifurcated graft. An endurant cuff was additionally implanted to resolve the endoleak. Per the physician, the cause of the event was due to an inadequate proximal seal in the neck of the infra-renal aorta no additional clinical sequalae were reported and the patient is fine.